Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt died during surgery, but the cause does not seem to be related to the ICD device. The device was returned for analysis to confirm the ICD worked properly.